Event description:
It was reported that the patients ipg had difficulty aligning to the charger which resulted to difficulty charging. X-ray was taken and showed ipg migration. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not returned as it was kept by the medical facility.